Manufacturer narrative:
(B)(6). One sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and revealed leakage at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the leaking condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag with a leaking middle port was returned for evaluation. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.